Event description:
Oversensing on the ventricular channel was reported. The lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The ICD and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Intica 5 vr-t df4 promri: upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 72 months and 39 charging cycles were recorded to the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that resulted in several shock deliveries. Therefore, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of an ICD malfunction. Plexa promri s 65: upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection multiple signs of abrasion were noted along the lead body. In particular 17 cm distal to the df4 connector pin the insulation was found rubbed through which can be considered the root cause for the observed oversensing. Based on the characteristics of the damage, interaction with another implantable device such as a nearby lead should be taken into consideration. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.